Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following transseptal puncture, aspiration was performed and bubbles were observed. Another sheath was used to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator were fully engaged upon receipt; the dilator was removed which revealed no visual anomalies. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.